Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of twice microbiological testing by the user facility, the sample collected from the elevator area of the subject device tested positive for unspecified microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and the subject device evaluation result. The unspecified microbes were multiple they were detected from the elevator area of the subject device in the microbiological testing by the user facility. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) for evaluation. In the evaluation, (B)(4) confirmed that the clogging of the air/water channel of the subject device. In addition, (B)(4) confirmed the followings in the evaluation. Scratches in the instrument channel. Damaged ultrasound transducer. One broken sound wire. Worn of the bending tube. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".